Manufacturer narrative:
Continuation of d10: product ID: 977c165, serial# (B)(6), implanted: (B)(6) 2022, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2024-nov-04 additional information was received from the patient. They were asked to clarify the report that the leads had "failed". The pt responded stating there was no device concern. To address the "failed leads", they "worked around the failed leads, but noted it was not working very well and the issue was not resolved. The pt did not know what future plans there would be to end this problem.

Manufacturer narrative:
Continuation of d10: product ID 977c165 lot# serial# (B)(6) implanted:(B)(6) 2022.explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6) ubd: 09-mar-2026, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient reported rep has been working on their leads because two of the "leads" failed last december. Caller stated rep was able to work around it but occasionally they still get a little foot and back pain sneaking in once or twice a month. Rep reported they met with the patient last week for a reprogramming. Scs was working well however having increased pain in the foot. The pt was sent for an MRI to see if there is something going on with his back. When rep met and reprogrammed patient; patient had 2 electrodes that had a high impendence however the lead was working fine.